Event description:
It was reported that during a case, a thermocool sf ablation catheter was inserted in the right femoral vein and placed in the patients right ventricle. A right ventricle (rv) catheter was connected to the carto system (in the quad b port) and cs catheter (also in carto connected to the ref/deca port). The physician created and anatomical fam map and located an area of interest for ablation with a timing map of the premature ventricular contraction¿s (pvc). With the right ventricle (rv) catheter enabled for pacing as a backup pacing site (routinely done for safety) they came on ablation at 30 watts and a flow rate of 8ml/min. As soon as rf ablation was turned on it was seen that the patient went into a ventricular tachycardia. The staff attempted to pace terminate and then moved to perform a cardioversion. The physician continued to locate any areas of interest and placed a few successful ablation lesions further. The patient was reported to be in stable condition post procedure. Additional information was requested, but no response has been received.

Manufacturer narrative:
Multiple attempts have been made to request for the complaint product to be returned for analysis. Product was not returned for investigation as initially reported. Since no lot number was provided, no device history record review could be performed. (B)(4).

Manufacturer narrative:
The concomitant products: carto 3 model# m-4800-01; serial # (B)(4). Stockert model# 39d-76x; serial # (B)(4). (B)(4).